Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the clinic follwing this patient contacted the patient to explain the function of their device and the dynamics of receiving a shock for conducted atrial fibrillation. They also confirmed that the device was not defective. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for atrial fibrillation (af) with rapid ventricular rate. It is unknown if therapy was exhausted. This patient also believed that their device was not operating as expected. This ICD remains in service. No adverse patient effects were reported.